Event description:
During a revision surgery, the surgeon noted the implant started to liquify, almost to the consistency of 'bubble gum'. Patient experienced total graft failure. Original acl reconstruction surgery was performed in 2007.

Manufacturer narrative:
Product recall initiated 2007.